Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has to change her set her set a lot in the past three months. Customer reported she had used the quick set for about 16 years. Customer reported her blood glucose has been up and it's not because of what she eats. Customer reported that she administers insulin with the device and her blood glucose does not lower. Customer reported there was a big air bubble. Her doctor advised her to use mio infusion set. No further information reported.